Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that decreased sensing and exit block due to increased capture were observed. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.